Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Add'l data from importer report: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant mental and physical pain and suffering, permanent injury, permanent and substantial physical deformity, vaginal pressure and pain, vaginal bleeding and dyspareunia, scarring, incontinence, and recurrence of organ prolapse, and has undergone corrective surgery.

Manufacturer narrative:
(B)(4). Add'l data from importer report: uretex urethral support system; (B)(6).